Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a stripped battery cap, blank display, and batteries that were only lasting 2 weeks on the insulin pump. Customer's blood glucose was 511 mg/dl at the time of the incident. Customer has not treated yet. Customer stated that the high blood glucose was caused by not using the pump due to the blank display and because she had a snack at the store. Customer stated that the pump was not exposed to moisture. Troubleshooting was performed and customer stated that the display did return. Customer performed the self test and the pump passed. Customer was advised to monitor the pump and will be shipped a replacement battery cap. Customer declined troubleshooting for the low blood glucose.